Event description:
It was reported that the surgeon inserted the bearing insert on the tibial baseplate, but there was a little gap between the insert and baseplate. The surgeon removed it and implanted another insert.